Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As the accolade ii stem was inserted after preparing the femur, a femoral fracture occurred in the canal that forced us to repair it using cables, and a longer (depuy) stem.